Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 181 mg/dl. The customer stated that he went to bolus for meal and noticed buttons not working then started to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error alarm and had an unresponsive button due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and scratches on reservoir tube window.